Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated a pump replacement occurred on (B)(6) 2017 due to motor stall that never recovered. The pump would be sent back for analysis.

Manufacturer narrative:
Updated to reflect the information received on 2017-dec-01. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-dec-01 from the manufacturer's representative (rep). It was reported that the rep was in possession of the pump. No further complications were reported.

Manufacturer narrative:
Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained sufentanil [213.2 mcg/ml] at a dose of 72.93 mcg/day, clonidine [256 mcg/ml] at a dose of 87.57 mcg/day, bupivacaine [20 mg/ml] at a dose of 6.841 mg/day, and compounded baclofen [2200 mcg/ml] at a dose of 752.5 mcg/day. It was reported the patient heard the pump alarm. The hcp stated the patient confirmed an 8476 error code (motor stall) via the personal therapy manager (ptm) and heard her pump alarming beginning the day of the call. The patient was traveling, had to take 2 airline flights the day of the call, and was hours away from the clinic. The hcp asked how soon the patient would start exhibiting withdrawal symptoms. The hcp stated the patient had no MRI or other medical procedures recently. The hcp declined having the intrathecal baclofen (itb) withdrawal procedures forwarded to her. The hcp would confer with the patient and the doctor. No patient symptoms/complications were reported. The hcp called back requesting a medical consultant to determine the length of time it would take for the patient to exhibit itb withdrawal symptoms due to the motor stall. The hcp was concerned about the time involved for the patient to take the two airline flights and be able to be seen at the clinic. The hcp stated she would instruct the patient to go to the nearest emergency department if necessary. The hcp called back wanting to know if any specific equipment from the airport could cause a motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the cause of the motor stall was not determined. The pump was evaluated to confirm the motor stall, and there was no recovery after several hours. Emergency pump replacement was scheduled. The pump was replaced on (B)(6) 2017.